Manufacturer narrative:
Upon completion of the investigation it was noted that the stator was dislodged therefore; the cam position/pressure could not be determined. No other apparent damage was noted. Based on the results of this examination it is not possible to determine the root cause for the problem reported by the customer. A review of the device history records confirmed that this device conformed to the required specifications prior to distribution. Enhancements to the stator stamping tool were introduced in the 2004/2005 timeframe, which was designed to minimize this type of dislodgement. However this device was manufactured prior to the enhancement. No further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.

Event description:
Affiliate reported the device dislodged. As a result, the device was revised.

Manufacturer narrative:
Upon completion of the investigation, a follow up report will be filed.